Event description:
The customer discovered questionable low estradiol results for multiple patient samples when the results were compared to repeat results from their cobas e411 analyzer. Of the data provided for 16 patient samples, only the results for four patient samples were discrepant. Patient sample 1 initial result was 5957 pg/ml and the repeat result was 8130 pg/ml. Patient sample 2 ((B)(6) female born on (B)(6) 1984) initial result was 4297 pg/ml and the repeat result was 5894 pg/ml. Patient sample 3 ((B)(6) female born on (B)(6) 1973) initial result was 3296 pg/ml and the repeat result was 4470 pg/ml. On (B)(6) 2015, patient sample 4 ((B)(6) female born on (B)(6) 1984) initial result was 3575 pg/ml and the repeat result was 5412 pg/ml. The results from the cobas e411 were believed to be correct. All of the results were reported outside the laboratory. There was no adverse event. The estradiol reagent lot number was 17916904 with an expiration date of 08/31/2015. The field service representative found the measuring cells reading was low and performance testing was low. Both measuring cells were replaced and high voltage adjustment was performed. The field service representative reset cell counters and deleted all calibrations. He performed blank cell calibration on both cells which passed. He ran performance testing which passed and was within specification. Follow up with the customer after the service visit confirmed the issue appeared to be resolved as patient comparisons between the analyzers were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).